Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-nov-2017 with the following findings: during investigation, the investigator was unable to duplicate the unresponsive keypad complaint. The keypad cover was found to be undamaged, and all buttons to be responsive. The keypad cover was opened, and no contaminants were found under the contacts. The pump was opened, and no intermittent conditions were observed on the keypad flex connector. Unrelated to the original complaint, the battery compartment was found to be cracked.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok/enter button was under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.